Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2012. Revision procedure was performed on (B)(6) 2014 due to hetertopic ossification causing pain and stiffness. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.